Event description:
The customer reported that the end of the inner cannula was rough and caused trauma to the pt's stoma, however, there was no pt injury. The tracheostomy tube was removed and the pt was re-intubated with another unspecified shiley tube.

Manufacturer narrative:
The lot number of the tube is unk and therefore the date of manufacture cannot be determined. The tube was discarded and therefore unavailable for failure investigation.